Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03931 and 2134265-2014-03930. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with an atlantis¿ sr pro coronary imaging catheter intended to visualize the unspecified target lesion. During icp procedure, intravascular ultrasound was performed and the motor drive unit did not perform automatic pullback. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible damage or defects observed. The acquisition processor and motor drive were installed into a gold standard system l tested per ilab system functional tests. The unit meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-03931 and 2134265-2014-03930. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with an atlantis sr pro coronary imaging catheter intended to visualize the unspecified target lesion. During icp procedure, intravascular ultrasound was performed and the motor drive unit did not perform automatic pullback. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.